Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultralink meter was not powering on for testing. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported the alleged issue first occurred on (B)(6) 2013 at around midnight. The patient did not report what medications he takes to manage his diabetes or if he made any changes on the day of the alleged issue. The patient reported he did not develop any symptoms on the day of the alleged issue. However the patient reported on (B)(6) 2013 around midnight he went to the clinic and had a blood glucose test only. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/4/2013 and 12/19/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.